Manufacturer narrative:
Device evaluation: the customer's statement "the scope had cloudy and cracked lens" cannot be confirmed. The imaging is clear and sharp. The plastic shaft is slightly bent and there are slight foreign particles visible in the stabilizing system, which do not impair the imaging. The distal solder seam is undamaged and intact. The damage found is not due to a production/manufacturing defect. Likely, the damage was caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID: (B)(4). Cross reference: complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4) . Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617- 2025- 00390, 9610617- 2025- 00392, 9610617- 2025- 00393, 9610617- 2025- 00394.